Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a left heart catherization interventional procedure using a 6f sheath. Reportedly, during use of the first proglide device, a cuff miss [suture retrieval issue] occurred. The device was replaced with a new proglide, but again there was a cuff miss. A third proglide was used but during advancement, the device was bent between the distal guide and sheath, so the device was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported bent device was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.